Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, there was no suture present. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration volume was 1595ml. Indicating the patient drained 1595ml more than the fill volume. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger and needle tip were not returned. Both cuffs were still attached to the link and loaded properly in the foot pockets. During the investigation, a proxy plunger was deployed to test the needle trajectory and the results were acceptable. The anterior cuff was captured without a problem. Based on the investigation findings, the most probable root cause for the bilateral cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.